Manufacturer narrative:
A medtronic representative, following-up at the site, reported all wire and cable connections were checked. No fault found. No parts returned to manufacturer for analysis.

Event description:
A medtronic representative reported that, while in a procedure, a site navigation system monitor screen was flashing black multiple times while navigating. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.